Event description:
Suture anchor fractured when surgeon attempted to insert the anchor into the patient's bone. All device fragments were retrieved from the surgical site and there was no report of patient injury. Procedure was completed with additional units of the device.